Event description:
During an orif of right femur, the drill bit broke into the bone. The surgeon left bit versus damage created in attempt to remove, per staff. Vendor device returned. No known harm to patient.